Event description:
It was reported that the patient received inappropriate therapies and that there was high impedance greater than 2500 ohms. The lead was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor fractured; full lead returned and analyzed.